Manufacturer narrative:
Investigation: forty-six (46) samples were provided by the customer for investigation in unopened blister packs. All forty-six (46) samples were visually examined and one (1) was found to be clogged as light was not able to pass through the needle. The other forty-five (45) samples were found not to be clogged as light was able to pass through the needle. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process.

Event description:
Material no. 305106. Batch no. 8324761. It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle the plunger movement was difficult. The plunger would not advance. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: upon attempting to press the medication for purging purposes, it was noted that the plunger on the syringe would not advance no matter how much pressure was placed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 305106, batch no. 8324761. It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle the plunger movement was difficult. The plunger would not advance. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: upon attempting to press the medication for purging purposes, it was noted that the plunger on the syringe would not advance no matter how much pressure was placed.